Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was unable to charge their implantable neurostimulator (ins) , further stating that he has been charging the hell out of it but the recharger was not showing that the ins is charging. Patient was walked through starting a recharge session on the call and patient confirmed he was getting all 8 coupling boxes filled in throughout the duration of the call. Patient confirmed that he has always been getting 8 coupling boxes, but stated that starting about a month ago, the ins battery level is not advancing. Patient stated that the ins battery was empty and stimulation was off during the call. Patient stated that the recharger showed that the ins was charging, but the ins battery was not flashing. Patient has been trying to charge the ins for the last 3 days and the ins battery level is not advancing. Patient confirmed there was no visible damage to the recharger. It was confirmed that patient had not had any recent falls/trauma. A replacement recharger was sent to the patient. Patient was redirected to the health care provider (hcp) if issue did not resolve with the replacement recharger. No patient symptoms reported.

Manufacturer narrative:
Product ID 37751, serial# (B)(4). Product type recharger, product ID 37612, serial# (B)(4). Implanted: (B)(6) 2016. Product type implantable neurostimulator . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive stating the replacement seemed to have resolved the issue. Patient weight was provided.